Event description:
A customer contacted haemonetics on (B)(6) 2011 reporting an ortho pat machine power failure. Blood also discovered in device during maintenance. No donor injury or reaction was noted. No operator injury reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 reporting an ortho pat machine power failure. Blood also discovered in device during maintenance. No donor injury or reaction was noted. No operator injury reported. The device was evaluated on (B)(4) 2011 and a fluid spill was. Components were affected, but no signs of fire, burning or smoke. Electronic circuitry required replacement. All tests passed, machine is now ready for use. (B)(4).